Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Left medial partial knee replacement from approx 5 years ago (per surgeon dr (B)(6)) was revised to a total knee by same surgeon (dr (B)(6)). Per surgeon patient was experiencing pain and intraop surgeon described femur as being loose. Tka case.

Manufacturer narrative:
Reported event: an event regarding revision due to pain involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 198 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding a revision from a partial knee procedure to a total knee procedure due to pain. There were 5 other reported events ((B)(4)). Conclusion: device inspection could not be performed; no log files or session data was provided because the mps no longer has access to the hard drive containing the files. Device not returned.

Event description:
Left medial partial knee replacement from approx 5 years ago (per surgeon dr (B)(6)) was revised to a total knee by same surgeon (dr (B)(6)). Per surgeon patient was experiencing pain and intraop surgeon described femur as being loose. Tka case.